Event description:
It was reported that the power cord and power supply had frayed wires and the patient experienced an electrical shock when the wire was touched.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.